Event description:
It was reported by the rep that the (1) 512sd was used during a laparoscopic gastrectomy procedure. It was reported that the trocar outer seal broke. There was an extended or time of (5) minutes. Five (5) additional 511sd were returned as sterile devices. There was no pt consequence.